Event description:
(B)(4). Treatment of a ruptured aneurysm. At the conclusion of the angiography, it was reported that the guide catheter was broken when it was removed from the patient and it did not affect the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and it was found broken into two segments at approximately 18.0cm from the catheter tip; however, the two segments were still retained by the inner layer. The evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).